Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix anchor broke while being implanted. The procedure was completed with non significant surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: b5 updated.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix anchor broke while being implanted. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The device was returned without any suture material. The anchor is deformed along the threads. There is debris on the anchor and the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the anchor broke while being implanted. Reportedly all pieces were removed from the patient using tweezers and the procedure was completed with a backup device. No void was left in the patient as originally drilled bone holes were used and patient reported has good bone quality. Per case communication, the surgeon was ultimately pleased with the surgical outcome. The patient impact beyond the reported anchor breakage is not anticipated as all broken pieces were retrieved from the patient and the patient¿s current health status is reportedly good. No patient injury has been alleged. Therefore no further clinical/medical assessment can be rendered. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.